Event description:
The salute fixation device was used in demonstration. Its intended use is for fixation of prosthetic material. The customer reported that the device was not cutting properly. The disposable cartridge was returned and inspected. The contruct wire had dislodged from the cartidge creating a tangled knot. The distal end of the disposable guide tube showed evidence of being cut. Upon return to onux the device was visually inspected. The section of the tip that creates the "q" coil was sheared off.